Event description:
On (B)(6) 2012, a reporter for the lay user/ patient contacted lifescan (lfs) alleging the patient's onetouch ultra2 meter would not power on. The complaint was classified based on the customer care advocate (cca) documentation. The patient tests his blood glucose 1x daily and manages his diabetes with metformin pills (1000 mg 2x daily).the alleged issue began a week prior to contacting lfs. The patient continued to take his usual dose of medications. A couple days after the alleged issue begun, the reporter claims the patient felt high blood glucose symptoms of slurred speech, numbing of his hands and had "difficulties remembering." The reporter did not specify treatment at that time. However, on the morning of (B)(6) 2012, the patient was reportedly taken to the emergency room (ER) due to his reported symptoms. The patient was administered insulin (type/ amount not specified) and intravenous fluids as treatment. The patient was kept at the hospital overnight and reportedly felt better the next day. At the time of troubleshooting, the cca was advised the alleged issue occurred after the patient had dropped the subject meter. Replacement products were sent to the patient. This complaint is being reported because the patient allegedly received medical intervention from a health care professional (hcp) after the reported issue began.

Manufacturer narrative:
Follow-up #1 ((B)(4) 2012) - device evaluation: the lay user/patients product(s) has been returned and evaluated by lifescan product analysis on (B)(4) 2012 with the following findings: the meter involved with this complaint failed testing. The meter was found to have a broken/cracked display. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.